Event description:
This gdc coil was returned to target with a tracker excel-14 microcatheter without a complaint description. Upon initial investigation on 02/08/1999, it was discovered that the coil was broken; therefore, this complaint became a MDR. Information obtained through a company representative indicated that the coil jammed and broke in the catheter. There was no harm to the patient as a result of this event.